Event description:
During a pta to the right superficial femoral artery, the balloon burst at seven atmospheres. The lesion was calcified and mildly stenosed. A second savvy of the same size was used to successfully complete the procedure. There was no report of pt injury.